Manufacturer narrative:
Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Head disassociated from the femoral stem. New securfit advanced stem was placed, 36 +7.5 ceramic head, and size g 10 deg 36 x3 polyethylene. Update 11/march/2019: as reported in how was issue noticed "patient complained of severe pain and x-rays confirmed disassociation". As reported in adverse consequences details "revision of hip implants originally placed (B)(6) 2008 was performed on (B)(6) 2019. [Competitor] cerclage cable placed around calcar upon removal of the existing stem". Right hip.

Manufacturer narrative:
An event regarding disassociation involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event was confirmed following completion of material analysis. Method & results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated 24 may 2019. This inspection indicated "the parts of returned devices were examined with the aid of a stereo microscope at magnifications up to 20x." [.....] Head. Adhered material was observed on the inner surface of the head taper; the material was analyzed further using a sem. Wear was observed on the taper surface consistent with contact against the trunnion." Dimensional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Functional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Material evaluation was completed and indicated the following comments: "the wear observed on the hip stem trunnion is consistent with loss of the taper lock between the stem trunnion and the femoral head. Eds showed the stem was consistent with an astm f1813 alloy and the head was consistent with an astm 1537 alloy. The adhered material on the head was consistent with material transfer from the stem. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined." Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been other similar events for the reported lot. Conclusion: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Head disassociated from the femoral stem. New securfit advanced stem was placed, 36 +7.5 ceramic head, and size g 10 deg 36 x3 polyethylene. Update 11/march/2019: as reported in how was issue noticed patient complained of severe pain and x-rays confirmed disassociation". As reported in adverse consequences details "revision of hip implants originally placed (B)(6) 2008 was performed on (B)(6) 2019. [Competitor] cerclage cable placed around calcar upon removal of the existing stem. Right hip.